Event description:
It was reported that a patient presented with inappropriate shock due to incorrect interpretation of signal noted on the patient's implantable cardioverter defibrillator. This resulted in a sustained, true arrhythmia in the patient. Corrective programming changes were recommended. No further adverse patient consequences were reported.